Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment was ongoing. Dianeal and extraneal therapies were ongoing. After two days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). One day after being discharged from the hospital, the patient was still recovering from the peritonitis event, however, was re-admitted to the hospital for another indication. Should additional relevant information become available, a supplemental report will be submitted.